Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The pump warranty had expired, and the customer chose not to return the device. No additional corrective actions or details were provided regarding the outcome of the event.